Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been corrected: d9: device available for evaluation change ¿no' to 'yes'.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). This follow-up report is being submitted to relay corrected and additional information. The following sections have been updated: d4: lot number and expiration date. H4: device manufacturer date. The following sections have been corrected: d4: lot number and expiration date.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier, age and date of birth, patient sex, weight unknown / not provided. Lot number unknown and unique identifier (UDI) number / not provided. Additional PMA/510(k) number k011028 / k013227. Device manufacturer date number / not provided. Bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that the implant was removed due to bone loss. There was 10-11mm of bone loss around the implant that was placed 10 or so years ago.